Event description:
It was reported that a malleoli collection error was received during surgery. Cancelled the case and re-calibrated with a new case to get the same error. System rebooted, entered new case, calibrated and received the error again. Surgery was completed with manual instrumentation from s+n. No patient impact involved.

Manufacturer narrative:
The device was being used during treatment when there was an error on the screen. The log files nor any case screenshots were not returned for evaluation. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review was performed and found 172 reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500095 rev#d) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. There is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has not been established. Without the actual log files or case screenshots, the issue could not be confirmed. A factor that could have contributed to the reported issue is if the malleoli were collected in the incorrect order or if there was a software failure. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. If the log files or case screenshots are returned, the complaint will be re-investigated at that time. Per complaint details, the device malfunction occurred during surgery but the procedure was changed to manual instrumentation to complete the surgery. Without supporting clinical/medical documents, a thorough investigation cannot be performed. There was no major delay and therefore, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time.